Manufacturer narrative:
Concomitants: 02-010-06-0230 - logic cc femoral size 3, left, 5156760, 02-012-50-2013 - logic fit/rbk augment 1/2 block rm/ll sz2 10mm, 4400887, 02-012-50-2014 - logic fit/rbk augment 1/2 block rl/lm sz2 10mm, 4537366, 02-012-60-1440 - logic stem ext 14mm x 40mm, 5414046, 02-012-60-1880 - logic stem ext 18mm x 80mm, 4890276, 02-012-61-4000 - logic offset stem ext coupler 4mm, 5117362, 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, 5337140, 204-70-00 - tibial stem ext. Screw, 5414262, 208-06-03 - cc distal fem augment sz 3, 10mm, 5283290, 5283300. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [obesity, muscle weakness, and osteoporosis], unique anatomy, or other condition [device malalignment] that impacts the performance of the device.

Event description:
It was reported via an exactech cc clinical study, that a 77 yo female, who had an initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2019, approximately 4 months post the initial procedure. Date of onset, (B)(6) 2018. The indication for revision was mechanical wear / component failure, malalignment, instability, pain / stiffness. Lateral x-ray showed the ps mechanism dislocated posteriorly. The tibial insert was revised. No device returns anticipated due to clinical study policies. The outcome indicates resolved on (B)(6) 2019. No further information known.